Event description:
It was reported that the patient underwent a procedure wherein the ipg was replaced due to an unknown reason. No device malfunction suspected. The patient was doing well postoperatively. The explanted ipg was discarded. Additional information was received that the patients ipg was replaced due to physicians reference.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction suspected. The patient was doing well postoperatively. The explanted ipg was discarded.